Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the unit and found the leak to be a leak in the helium circuit. The fse was able to isolate the leak to the cart and ordered a replacement helium regulator. The fse returned on a later date and replaced the helium regulator and pressurized the system. The fse let the unit stand for 30 minutes and found no further helium leak. Diagnostic and performance tests were completed with no issues. The iabp unit was approved for clinical use and returned to the customer. (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a helium leak message. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.